Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the no image occurred due to poor wiring of the video cable. The cause of poor wiring of the cable could not e identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, it was observed, a composite video cable was connected from the video out port to the serial digital interface (sdi) in port on the subject device. The customer was instructed to connect the cable to the video in port. The customer then confirmed that image was available on the monitor. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.